Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was verified and attributed to the main board. The customer declined repair of the device. The device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.